Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine kinase (ck) reagent cartridge was leaking. No injury was reported for this event.

Manufacturer narrative:
A replacement reagent was sent to the customer.